Event description:
Customer reported that right after starting an infusion, the set leaked from a small hole in the pvc tubing proximal to the last injection port. There was no patient harm and no medical intervention was required. Customer started that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.